Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery that was moderately calcified. The lesion was prepared with a rotablator and a stent was implanted. The 2.5x23mm xience skypoint drug eluting stent was advanced to treat a mild distal dissection, but while advancing the stent dislodged. A new balloon catheter was used to deploy the dislodged stent inside the previously implanted one. The patient is fine. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices, patient anatomical morphology or patient disease state. There is no indication of a product quality issue with respect to manufacture, design or labeling.